Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 18 atms on the second inflation. (The number of atm's reached on the initial inflation is unk). The lesion being treated was a stenotic lesion in the mid rca. The pt was asymptomatic during this event. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.